Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported a trigger was jamming on the trauma recon system. Reportedly the drill was not cleaned properly and the lower button jammed around the front plate. A substance was noted as leaking out from the seal.

Manufacturer narrative:
Device was used for treatment not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. No conclusion can be drawn as device is entering the investigation process. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.